Manufacturer narrative:
(B)(4).

Event description:
Procedure: partial nephrectomy.according to the reporter: the clip applier/clip scissored and cut the vessel. The scissored clip was removed after the bleeding was under control. Renal artery was severed resulting in removal of entire kidney.

Manufacturer narrative:
(B)(4).